Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Unable to correctly register the lateral condyle of femur. Ensured no user error by: reregistration of bone, re-take hip centre x 2, checked all segmentation & CT landmarks prior to case, vizadiscs all seated correctly. This pr is for the third case. Surgical delay over 30 minutes.